Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that upon interrogation of the pump it was found to have turned off and back on. The motor stall recovered within two hours. The pump was delivering hydromorphone and clonidine additional information reported the patient was seen in the clinic on (B)(6) 2013. The patient experienced a major headache, chronic left upper extremity, neck and back pain and right hand numbness. The neck pain was sharp and nagging in nature and exacerbated with flexion and activity. The back and neck pain were improved with her medication. The patient had several injections for her neck and arm pain which have been largely unsuccessful and had complications of wet-taps x2. In the past week the patient experienced an exacerbation that felt like ¿her legs were being pulled like a very strong charlie horse this radiated all the way up to her mid back with the same feeling. It also felt numbing.¿ it started on tuesday morning and then progressed to (B)(6). It felt better to move around and worse with sittings. The patient called an ambulance because the pain was so bad they could not drive. The patient presented to the emergency department. A CT scan was performed and the patient was ¿loaded¿ up with medications. As of thursday the pain in the legs was gone but she still has back pain that is constant stabbing back pain over her paravertebral muscles. It was relieved with lying down and pain medicine and was worse with activity. There was a motor stall and recovery on (B)(6) 2013, (B)(6) 2013, (B)(6) 2013. The pump had turned off for five to 27 minutes at times. Additional information has been requested but was not available at the time of the report.